Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The unit has a vertical crack in the battery threads located above the left belt clip rail. This leads to intermittent contact between the battery cap contacts and the copper battery sleeve within the battery compartment which may explain why the customer was getting a replace battery alert or replace battery now without a low battery warning. Also the s/n label located between the belt clip rails has rubbed off and become illegible. The thin plastic strip located above the lcd display is missing, and the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected battery power loss alarm. Customer's blood glucose was unknown at the time of incident. Customer did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer also stated that second occurrence replace battery without low battery warning. The customer states the battery was not previously used. Troubleshooting was performed. Customer advise to the pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. Insulin pump will be returned for analysis.